Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services (ts) was consulted and device replacement was recommended. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services (ts) was consulted and device replacement was recommended. According to medical records, this device has been explanted and replaced. No additional adverse patient effects were reported.